Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.

Event description:
It was reported that at implant the lead had high thresholds. The lead was repositioned and the physician was unable to extend the helix on the second repositioning attempt. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.